Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side waves, folds and rotation, and capsular contracture (baker grade IV ¿ breasts are very hard, deformed and painful to touch). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1., d.2a., d.2b., d.4., h.4., h.6., h.11.

Event description:
Healthcare professional reported, right side waves, folds and rotation. And capsular contracture, (baker grade IV. Breasts are very hard, deformed and painful to touch). Device has been explanted.